Event description:
It was reported that the patient had this inflatable penile prosthesis (ipp) removed as the tubing between the cylinders and pump was compromised. Due to the tubing issue, the device would not inflate. A new ipp consisting of cylinders, pump, and reservoir was implanted. No patient complications were reported.